Event description:
It was reported that stent damage occurred. A 28 x 3.50mm promus premier¿ drug eluting stent was selected to treat the lesion but it was noticed that one of the stent struts were sticking out. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable.

Manufacturer narrative:
(B)(4). Device is a combination product. Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).